Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The displacement test could not be performed and a battery out limit alarm could not be confirmed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer's spouse reported via telephone call that the insulin pump alarmed for battery out limit. The customer had been in the hospital and off the insulin pump and the alarm occurred when a new battery was inserted. The blood glucose reading was 124 mg/dl. The spouse was assisted with clearing the alarm but the act button was unresponsive. The spouse reported that the button had not been responding properly for a few days. The spouse was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.